Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred during the load sequence. Reportedly, the customer performed a cartridge change resolving the issue. The customer¿s blood glucose (bg) level was ¿high¿, per cgm meter reading. Tandem technical support made multiple attempts to follow up with the customer and complete troubleshooting for the high bg; however, a response was not received.